Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. During procedure, reportedly, no issue was observed after removing the first deployment line of primary sleeve. The confirmation angiography revealed unintentional coverage of the right renal artery and a bare stent was placed in the origin of the right renal artery. The procedure was completed upon confirming, blood flow in the right renal artery was restored. The patient tolerated the procedure. The physician reported that the second nitinol wire from the proximal side got on the tortuous of the proximal neck, which might have caused the first nitinol wire to be pushed proximally and therefore the renal artery was occluded. The timing of the occurring event was not clear, but it might have occurred during the ballooning. The ballooning was necessary as the proximal neck was highly angulated and the neck length was short.

Manufacturer narrative:
Emdr section h6, codes b, c, d updated to reflect results of investigation.